Event description:
The advocate stated the customer received a blood glucose reading of 96 mg/dl from his contour meter and a reading of 221 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate performed control tests during the call and the results fell within the normal control range. No product will be returned.